Event description:
This is a spontaneous case report received from a lawyer in (B)(6) on 04-jul-2016 which refers to an adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on an unspecified date. According to the reporter, following essure insertion the device was caused or permitted to break causing personal injuries, loss and damage to the plaintiff. Correction done on 06-jul-2016 based on information received on 04-jul-2016: essure was inserted on (B)(6) 2015. Follow up information received on 15-jul-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint (ptc) and the bayer reference number for the ptc report is (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube. Acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all instruction for use (IFU) steps has not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no batch number was reported, a batch review is not applicable. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect is not applicable. The health authority reference number for this case was received: (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-jul-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and the device was caused or permitted to break causing her personal injuries, loss and damage. Device breakage is an unlisted event according to essure's reference safety information, and was regarded as anticipated upon receipt of the product technical analysis. In this particular case, minimal information was provided. Although the exact mechanism of the reported device breakage was not informed and consumer's injuries were not specified, considering event's nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although it seems the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information (legal claim) received 29-jul-2016: the consumer was (B)(6) at time of events. In 2013, she fell when slipped on a wet surface and suffered injuries to her right foot which consisted of bruising and swelling. On (B)(6) 2014, she was involved in a road traffic following which she suffered multiple injuries. On (B)(6) 2015, the plaintiff was injured during the course of a medical procedure in which a lug placing gun misfired causing a plastic chip to break from the top of the device causing the said chip to remain in situ her in the fallopian tube. She was advised by the physician that the device had failed. She first sought medical attention on (B)(6) 2015. She was concerned she had some localized left lower abdominal pain that radiated up to her left diaphragm and radiated to her left thigh. She described that it had been present since it had happened and was not getting worse. She had no nausea or vomit. She described she felt tired and that she had taken a pain killer (mefanamic acid) with not much effect. On examination her abdomen was soft; there was mild left iliac fossa tenderness. There was no rebound or guarding and bowel sounded normal. She was afebrile. The physician mentioned it could be a very early foreign body reaction or it could be pain and tenderness post procedure. There was not to suggest bowel perforation. Her medication was changed to anti-inflammatory arcoxia and to continue paracetamol and advised her to attend for review on the next day. On clinical exam she was normal. The plaintiff also complained of increased vaginal bleeding, and left sided abdominal pain during intercourse. Follow up information received on 29-jul-2016: the patient has no significant medical history. She had been scheduled for tubal ligation at her request as she had 7 children when the incident happened. Regarding her two previous incidents (road accident and slip on a wet surface) she had a full recovery from those injuries. On (B)(6) 2015, she was admitted in the hospital for one day for essure insertion. The patient returned on (B)(6) 2015 to the physician and she described some left sided abdominal pain and some pain going into her lower back. There was nothing abnormal on examination; she described that she was being admitted for laparoscopy and possibly uterine ablation in the next 10 days or so. She was given some analgesia (codipar). She was seen on two occasions subsequently with complaints of low back pain that were unrelated to the incident and she had been referred to a neurosurgeon for disc prolapse. The patient underwent a successful laparoscopy tubal ligation on (B)(6) 2015. She did not attend her follow up hospital appointment on (B)(6) 2015 and was discharged well; therefore it was presumed by physician that she has no ongoing complaints and a full recovery appeared to be complete. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and the device was caused or permitted to break (she had a broken chip in situ in fallopian tube) causing her personal injuries, loss and damage. Device breakage is an unlisted event according to essure's reference safety information, and was regarded as anticipated upon receipt of the product technical analysis. According to additional information received via legal claim, the plaintiff was injured during the course of a medical procedure in which a lug placing gun misfired causing a plastic chip to break from the top of the device causing the said chip to remain in situ her in the fallopian tube. She was advised by the physician that the device had failed. She recovered from the events. Considering the event's nature per se and the fact that it occurred associated to insertion procedure, a causal relationship with the suspect insert cannot be excluded. Hospitalization was mentioned for one day. However, it was considered as the regular admittance for essure procedure. This case was regarded as other reportable incident, as although it seems the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Other non-serious events were informed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural haemorrhage ("was continually bleeding following the procedure") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fall in 2013, contusion in 2013, peripheral swelling in 2013, multiple injuries on (B)(6) 2014 and multiparous. She has no significant medical history, had no nausea or vomit, and was afebrile. Concurrent conditions included prolapsed disc nos. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), device breakage ("device was caused or permitted to break causing personal injuries, loss and damage (broken chip in situ in fallopian tube) / small plastic chip from the insertion plug broke off the tip of the device and was left in situ in the fallopian tube"), procedural pain ("pain and tenderness post procedure / was very sore following the surgery"), fatigue ("tired / feeling tired"), abdominal pain lower ("mild left iliac fossa tenderness / left lower abdominal pain that radiated up to left diaphragm and left thigh"), procedural complication ("shaking with shock immediately after the procedure"), tremor ("shaking with shock"), migraine ("began to suffer with migraines") and nausea ("felt nauseous"). On an unknown date, the patient experienced vaginal haemorrhage ("increased vaginal bleeding"), dyspareunia ("left sided abdominal pain during intercourse"), abdominal pain ("left sided abdominal pain / localised left abdominal pain that radiated up to her left thigh") and back pain ("pain going into her lower back"). On an unknown date, the patient experienced vaginal haemorrhage ("increased vaginal bleeding"), dyspareunia ("left sided abdominal pain during intercourse"), abdominal pain ("left sided abdominal pain / localised left abdominal pain that radiated up to her left thigh") and back pain ("pain going into her lower back"). The patient was treated with mefenamic acid, etoricoxib (arcoxia), paracetamol and paracetamol (codipar). At the time of the report, the post procedural haemorrhage, device breakage, procedural pain, procedural complication, tremor, migraine and nausea outcome was unknown and the vaginal haemorrhage, dyspareunia, fatigue, abdominal pain lower, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dyspareunia, fatigue, migraine, nausea, post procedural haemorrhage, procedural complication, procedural pain, tremor and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, the plaintiff was injured during the course of a medical procedure in which a lug placing gun misfired causing a plastic chip to break from the top of the device causing the said chip to remain in situ in her fallopian tube. She was advised by the physician that the device had failed. She also described the pain as present since the procedure and worsening, that she felt tired and that she had taken a pain killer (mefanamic acid) with not much effect. There was nothing to suggest bowel perforation. She continues to suffer from her symptoms and reserves the right to adduce particulars of personal injury in due course and at the trial of action herein. The patient underwent a successful laparoscopy tubal ligation on (B)(6) 2015, and did not attend her follow-up hospital appointment on (B)(6) 2015 and was discharged well; therefore it was presumed by physician that she has no ongoing complaints and a full recovery appeared to be complete. Diagnostic results: there was no rebound or guarding and bowel sounded normal. On clinical exam she was normal. On (B)(6) 2015, the plaintiff immediately contacted a general practitioner, the abdomen was soft , the doctor opined that this could be a very early foreign body reaction or it could be pain and tenderness post the procedure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 04-may-2017 for the following meddra pt: device breakage: (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no batch number was reported, a batch review is not applicable. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received - events "continually bleeding", "shaking with shock immediately after the procedure", "migraines", and "nauseous" were added. Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced was continually bleeding following the procedure (new event, interpreted as post procedural hemorrhage) and device breakage (broken chip from the insertion plug broke off the tip of the device and was left in situ in the fallopian tube). Post procedural hemorrhage, serious due to medical significance, is anticipated in the reference safety information of essure. Device breakage, per se non-serious, is also anticipated. Considering the nature of the events and their occurrence in the context of the insertion procedure, a causality of essure cannot be excluded (related). Other events, non-serious, were also reported. This case was classified as other reportable incident, as death or serious health deterioration may have occurred under less fortunate circumstances. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device was caused or permitted to break causing personal injuries, loss and damage (broken chip in situ in fallopian tube) / small plastic chip from the insertion plug broke off the tip of the device and was left in situ in the fallopian tube") and post procedural haemorrhage ("was continually bleeding following the procedure") in a (B)(6) year-old female patient who had essure (batch no. B72575) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fall in 2013, contusion in 2013, peripheral swelling in 2013, multiple injuries on (B)(6) 2014 and multiparous. She has no significant medical history, had no nausea or vomit, and was afebrile. Concurrent conditions included prolapsed disc nos. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("pain and tenderness post procedure / was very sore following the surgery"), fatigue ("tired / feeling tired"), abdominal pain lower ("mild left iliac fossa tenderness / left lower abdominal pain that radiated up to left diaphragm and left thigh"), procedural complication ("shaking with shock immediately after the procedure"), tremor ("shaking with shock"), migraine ("began to suffer with migraines") and nausea ("felt nauseous"). On an unknown date, the patient experienced vaginal haemorrhage ("increased vaginal bleeding"), dyspareunia ("left sided abdominal pain during intercourse"), abdominal pain ("left sided abdominal pain / localised left abdominal pain that radiated up to her left thigh") and back pain ("pain going into her lower back"). On an unknown date, the patient experienced vaginal haemorrhage ("increased vaginal bleeding"), dyspareunia ("left sided abdominal pain during intercourse"), abdominal pain ("left sided abdominal pain / localised left abdominal pain that radiated up to her left thigh") and back pain ("pain going into her lower back"). The patient was treated with mefenamic acid, etoricoxib (arcoxia), paracetamol and paracetamol (codipar). At the time of the report, the device breakage, post procedural haemorrhage, procedural pain, procedural complication, tremor, migraine and nausea outcome was unknown and the vaginal haemorrhage, dyspareunia, fatigue, abdominal pain lower, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dyspareunia, fatigue, migraine, nausea, post procedural haemorrhage, procedural complication, procedural pain, tremor and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, the plaintiff was injured during the course of a medical procedure in which a lug placing gun misfired causing a plastic chip to break from the top of the device causing the said chip to remain in situ in her fallopian tube. She was advised by the physician that the device had failed. She also described the pain as present since the procedure and worsening, that she felt tired and that she had taken a pain killer (mefanamic acid) with not much effect. There was nothing to suggest bowel perforation. She continues to suffer from her symptoms and reserves the right to adduce particulars of personal injury in due course and at the trial of action herein. The patient underwent a successful laparoscopy tubal ligation on (B)(6) 2015, and did not attend her follow-up hospital appointment on (B)(6) 2015 and was discharged well; therefore it was presumed by physician that she has no ongoing complaints and a full recovery appeared to be complete. Diagnostic results: there was no rebound or guarding and bowel sounded normal. On clinical exam she was normal. On (B)(6) 2015, the plaintiff immediately contacted a general practitioner, the abdomen was soft , the doctor opined that this could be a very early foreign body reaction or it could be pain and tenderness post the procedure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 27 sep 2017 for the following meddra pt: device breakage. The analysis in the global safety database revealed 1.755 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-sep-2017: correction following internal company review: the essure batch number was received by bayer on 24-jul-2017. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device was caused or permitted to break causing personal injuries, loss and damage (broken chip in situ in fallopian tube) / small plastic chip from the insertion plug broke off the tip of the device and was left in situ in the fallopian tube") and post procedural haemorrhage ("was continually bleeding following the procedure") in a (B)(6) year-old female patient who had essure (batch no. B72575) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fall in 2013, contusion in 2013, peripheral swelling in 2013, multiple injuries on (B)(6) 2014 and multiparous. She has no significant medical history, had no nausea or vomit, and was afebrile. Concurrent conditions included prolapsed disc nos. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("pain and tenderness post procedure / was very sore following the surgery"), fatigue ("tired / feeling tired"), abdominal pain lower ("mild left iliac fossa tenderness / left lower abdominal pain that radiated up to left diaphragm and left thigh"), procedural complication ("shaking with shock immediately after the procedure"), tremor ("shaking with shock"), migraine ("began to suffer with migraines") and nausea ("felt nauseous"). On an unknown date, the patient experienced vaginal haemorrhage ("increased vaginal bleeding"), dyspareunia ("left sided abdominal pain during intercourse"), abdominal pain ("left sided abdominal pain / localised left abdominal pain that radiated up to her left thigh") and back pain ("pain going into her lower back"). On an unknown date, the patient experienced vaginal haemorrhage ("increased vaginal bleeding"), dyspareunia ("left sided abdominal pain during intercourse"), abdominal pain ("left sided abdominal pain / localised left abdominal pain that radiated up to her left thigh") and back pain ("pain going into her lower back"). The patient was treated with mefenamic acid, etoricoxib (arcoxia), paracetamol and paracetamol (codipar). At the time of the report, the device breakage, post procedural haemorrhage, procedural pain, procedural complication, tremor, migraine and nausea outcome was unknown and the vaginal haemorrhage, dyspareunia, fatigue, abdominal pain lower, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dyspareunia, fatigue, migraine, nausea, post procedural haemorrhage, procedural complication, procedural pain, tremor and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, the plaintiff was injured during the course of a medical procedure in which a lug placing gun misfired causing a plastic chip to break from the top of the device causing the said chip to remain in situ in her fallopian tube. She was advised by the physician that the device had failed. She also described the pain as present since the procedure and worsening, that she felt tired and that she had taken a pain killer (mefanamic acid) with not much effect. There was nothing to suggest bowel perforation. She continues to suffer from her symptoms and reserves the right to adduce particulars of personal injury in due course and at the trial of action herein. The patient underwent a successful laparoscopy tubal ligation on (B)(6) 2015, and did not attend her follow-up hospital appointment on (B)(6) 2015 and was discharged well; therefore it was presumed by physician that she has no ongoing complaints and a full recovery appeared to be complete. Diagnostic results: there was no rebound or guarding and bowel sounded normal. On clinical exam she was normal. On 01-oct-2015, the plaintiff immediately contacted a general practitioner, the abdomen was soft , the doctor opined that this could be a very early foreign body reaction or it could be pain and tenderness post the procedure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 29sep2017 for the following meddra pt: device breakage. The analysis in the global safety database revealed 1.757 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device was caused or permitted to break causing personal injuries, loss and damage (broken chip in situ in fallopian tube) / small plastic chip from the insertion plug broke off the tip of the device and was left in situ in the fallopian tube") and post procedural haemorrhage ("was continually bleeding following the procedure") in a (B)(6) year-old female patient who had essure (batch no. B72575) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fall in 2013, contusion in 2013, peripheral swelling in 2013, multiple injuries on (B)(6) 2014 and multiparous. She has no significant medical history, had no nausea or vomit, and was afebrile. Concurrent conditions included prolapsed disc nos. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("pain and tenderness post procedure / was very sore following the surgery"), fatigue ("tired / feeling tired"), abdominal pain lower ("mild left iliac fossa tenderness / left lower abdominal pain that radiated up to left diaphragm and left thigh"), procedural complication ("shaking with shock immediately after the procedure"), tremor ("shaking with shock"), migraine ("began to suffer with migraines") and nausea ("felt nauseous"). On an unknown date, the patient experienced vaginal haemorrhage ("increased vaginal bleeding"), dyspareunia ("left sided abdominal pain during intercourse"), abdominal pain ("left sided abdominal pain / localised left abdominal pain that radiated up to her left thigh") and back pain ("pain going into her lower back"). On an unknown date, the patient experienced vaginal haemorrhage ("increased vaginal bleeding"), dyspareunia ("left sided abdominal pain during intercourse"), abdominal pain ("left sided abdominal pain / localised left abdominal pain that radiated up to her left thigh") and back pain ("pain going into her lower back"). The patient was treated with mefenamic acid, etoricoxib (arcoxia), paracetamol and paracetamol (codipar). At the time of the report, the device breakage, post procedural haemorrhage, procedural pain, procedural complication, tremor, migraine and nausea outcome was unknown and the vaginal haemorrhage, dyspareunia, fatigue, abdominal pain lower, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dyspareunia, fatigue, migraine, nausea, post procedural haemorrhage, procedural complication, procedural pain, tremor and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, the plaintiff was injured during the course of a medical procedure in which a lug placing gun misfired causing a plastic chip to break from the top of the device causing the said chip to remain in situ in her fallopian tube. She was advised by the physician that the device had failed. She also described the pain as present since the procedure and worsening, that she felt tired and that she had taken a pain killer (mefanamic acid) with not much effect. There was nothing to suggest bowel perforation. She continues to suffer from her symptoms and reserves the right to adduce particulars of personal injury in due course and at the trial of action herein. The patient underwent a successful laparoscopy tubal ligation on (B)(6) 2015, and did not attend her follow-up hospital appointment on (B)(6) 2015 and was discharged well; therefore it was presumed by physician that she has no ongoing complaints and a full recovery appeared to be complete. Diagnostic results: there was no rebound or guarding and bowel sounded normal. On clinical exam she was normal. On (B)(6) 2015, the plaintiff immediately contacted a general practitioner, the abdomen was soft , the doctor opined that this could be a very early foreign body reaction or it could be pain and tenderness post the procedure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: device breakage: n¿ 1.734 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 20-sep-2017: essure lot number b72575 was provided. Case category changed to incident. On 21-sep-2017: no new information. On 21-sep-2017: essure lot number confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device was caused or permitted to break causing / device had broken when it was inserted / causing a plastic chip to break from the top of the device causing the said chip to remain in situ in her fallopian tube") and post procedural haemorrhage ("was continually bleeding following the procedure") in a 31-year-old female patient who had essure (batch no. B72575) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fall in 2013, contusion in 2013, peripheral swelling in 2013, multiple injuries on 20-oct-2014 and multiparous (7 children). She has no significant medical history, had no nausea or vomit, and was afebrile. Concurrent conditions included prolapsed disc nos. On (B)(6) 2015 the patient had essure inserted. On (B)(6) 2015 the patient experienced device breakage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), abdominal pain lower ("mild left iliac fossa tenderness / left lower abdominal pain that radiated up to left diaphragm and left thigh"), procedural pain ("pain and tenderness post procedure / was very sore following the surgery"), procedural complication ("shaking with shock immediately after the procedure"), fatigue ("tired / feeling tired"), tremor ("shaking with shock immediately after the procedure on the first day"), migraine ("began to suffer with migraines"), nausea ("felt nauseous") and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced back pain ("pain going into her lower back"). On an unknown date, the patient experienced abdominal pain ("left sided abdominal pain / localised left abdominal pain that radiated up to her left thigh"), vaginal haemorrhage ("increased vaginal bleeding") and dyspareunia ("left sided abdominal pain during intercourse"). The patient was treated with etoricoxib (arcoxia), mefenamic acid, paracetamol and paracetamol (codipar). At the time of the report, the device breakage, post procedural haemorrhage, procedural pain, procedural complication, migraine and nausea outcome was unknown and the abdominal pain lower, abdominal pain, vaginal haemorrhage, back pain, dyspareunia, fatigue and tremor had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device insertion, device breakage, dyspareunia, fatigue, migraine, nausea, post procedural haemorrhage, procedural complication, procedural pain, tremor and vaginal haemorrhage to be related to essure. The reporter commented: on 01-oct-2015, the plaintiff was injured during the course of a medical procedure in which a lug placing gun misfired causing a plastic chip to break from the top of the device causing the said chip to remain in situ in her fallopian tube. She was advised by the physician that the device had failed. She also described the pain as present since the procedure and worsening, that she felt tired and that she had taken a pain killer (mefanamic acid) with not much effect. There was nothing to suggest bowel perforation. She continues to suffer from her symptoms and reserves the right to adduce particulars of personal injury in due course and at the trial of action herein. The patient underwent a successful laparoscopy tubal ligation on (B)(6) 2015 and did not attend her follow-up hospital appointment on (B)(6) 2015 and was discharged well; therefore it was presumed by physician that she has no ongoing complaints and a full recovery appeared to be complete. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2019: data transferred from duplicate case 2019-025278. It was reported that device had broken when it was inserted (complication of device insertion). Legacy device report number 2951250-2019-00569. Legacy device report number 2951250-2019-00569. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device was caused or permitted to break causing / device had broken when it was inserted / causing a plastic chip to break from the top of the device causing the said chip to remain in situ in her fallopian tube") and post procedural haemorrhage ("was continually bleeding following the procedure") in a 31-year-old female patient who had essure (batch no. B72575) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fall in 2013, contusion in 2013, peripheral swelling in 2013, multiple injuries on 20-oct-2014 and multiparous (7 children). She has no significant medical history, had no nausea or vomit, and was afebrile. Concurrent conditions included prolapsed disc nos. On (B)(6) 2015 the patient had essure inserted. On (B)(6) 2015 the patient experienced device breakage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), abdominal pain lower ("mild left iliac fossa tenderness / left lower abdominal pain that radiated up to left diaphragm and left thigh"), procedural pain ("pain and tenderness post procedure / was very sore following the surgery"), procedural complication ("shaking with shock immediately after the procedure"), fatigue ("tired / feeling tired"), tremor ("shaking with shock immediately after the procedure on the first day"), migraine ("began to suffer with migraines"), nausea ("felt nauseous") and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced back pain ("pain going into her lower back"). On an unknown date, the patient experienced abdominal pain ("left sided abdominal pain / localised left abdominal pain that radiated up to her left thigh"), vaginal haemorrhage ("increased vaginal bleeding") and dyspareunia ("left sided abdominal pain during intercourse"). The patient was treated with etoricoxib (arcoxia), mefenamic acid, paracetamol and paracetamol (codipar). At the time of the report, the device breakage, post procedural haemorrhage, procedural pain, procedural complication, migraine and nausea outcome was unknown and the abdominal pain lower, abdominal pain, vaginal haemorrhage, back pain, dyspareunia, fatigue and tremor had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device insertion, device breakage, dyspareunia, fatigue, migraine, nausea, post procedural haemorrhage, procedural complication, procedural pain, tremor and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 the plaintiff was injured during the course of a medical procedure in which a lug placing gun misfired causing a plastic chip to break from the top of the device causing the said chip to remain in situ in her fallopian tube. She was advised by the physician that the device had failed. She also described the pain as present since the procedure and worsening, that she felt tired and that she had taken a pain killer (mefanamic acid) with not much effect. There was nothing to suggest bowel perforation. She continues to suffer from her symptoms and reserves the right to adduce particulars of personal injury in due course and at the trial of action herein. The patient underwent a successful laparoscopy tubal ligation on 21-oct-2015, and did not attend her follow-up hospital appointment on 18-dec-2015 and was discharged well; therefore it was presumed by physician that she has no ongoing complaints and a full recovery appeared to be complete. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 04-oct-2016: no further information is expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1401 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and the device was caused or permitted to break (she had a broken chip in situ in fallopian tube) causing her personal injuries, loss and damage. Device breakage is an unlisted event according to essure's reference safety information, and was regarded as anticipated upon receipt of the product technical analysis. According to additional information received via legal claim, the plaintiff was injured during the course of a medical procedure in which a lug placing gun misfired causing a plastic chip to break from the top of the device causing the said chip to remain in situ her in the fallopian tube. She was advised by the physician that the device had failed. She recovered from the events. Considering the event's nature per se and the fact that it occurred associated to insertion procedure, a causal relationship with the suspect insert cannot be excluded. Hospitalization was mentioned for one day. However, it was considered as the regular admittance for essure procedure. This case was regarded as other reportable incident, as although it seems the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Other non-serious events were informed. Further information could not be obtained.